Event description:
The following has been reported: nurse reported: "clear part of port came off revealing just a blue spike when hanging a secondary line to it. Replaced the tubing". Patient harm: no. Infusion stoppage: no. No lot # available. A preliminary review identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. Separated cap and missing rubber in y-site port was observed during visual inspection. A microscopic examination was performed, a crack in the transparent cap of the y-site was observed. The customer complaint is confirmed. The root cause was traced to the supplier manufacturing process. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line. The batch review could not be performed as the affected batch was not provided